Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) induction testing could not be completed by shocking on the t-wave. Induction was attempted by using burst pacing. After the burst pacing was delivered, however continued after button to stop pacing was released. The telemetry session was ended which ended the burst pacing. The device appropriately detected and converted the rhythm. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.